Event description:
Same case as 6000089-2004-01396, 6000093-2004-01390. Five days following a drug eluting stenting treatment procedure a thrombosis occurred. In 2004 the physician implanted three taxus express2 drug eluting stents (3.0x24mm, 3.5x12mm, 2.75x12mm) and one express2 4.0x12mm stent in the left anterior descending artery and the diagonal artery. The pt returned to cath lab on the 5th day with a myocardial infarct and a thrombosis in the lad and diagonal. The treatment was an angioplasty with a quantum maverick 3.75x12mm balloon, crossail 2.75x15 mm balloon and a voyager 1.5x15mm balloon. Integrilin, heparin and nitroglycerin were administered during the procedure. The pt was discharged from the cath lab in stable condition.